Event description:
It was reported that the patient was connected to the setup for peritoneal dialysis therapy, while the homechoice device was still at setup. The device was at ¿connect bags¿ and the patient was still connected after there was a power outage. The technical service representative (tsr) instructed the patient to use proper aseptic technique to disconnect so that they can start over with all new supplies. The patient stated that they did not put the disconnect cap on the patient line when disconnecting. The tsr advised the patient about proper procedure. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The patient was connected for therapy, during the setup and when disconnecting, they forgot to cap the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.